Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller was assisted by technical support in resetting the pump and was advised to continue using it, with instructions to call back if any malfunction recurs.